Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the conductor coils were deformed 515 mm from the terminal pin. The complete lead was returned. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.

Event description:
Additional information was received that this rv lead exhibited high threshold measurements and loss of capture along with the lead dislodgement. A lead revision was performed where this lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged and a lead revision was scheduled for the future. No adverse patient effects were reported.

Event description:
--